Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the insertable cardiac monitor reached premature elective replacement indicator. Replacement was discussed. The patient was stable.

Manufacturer narrative:
Premature eri was confirmed. Device was returned with battery voltage having reached end of life level and it was not able to establish bluetooth communication when received. Session record indicated a long bluetooth connection during clinic visit, which caused the device voltage to deplete rapidly. Further analysis performed after installing new battery did not find any anomalies. Bluetooth functionality recovered and tested to perform the ble timeout. The device was able to timeout after one hour of being in idle status, as expected. The reported issue of premature eri is consistent with a latch up condition on the hybrid, which resulted in the long bluetooth connection and depleted the battery.

Event description:
New information received noted that the device was explanted and replaced on (B)(6) 2019. The patient was stable after the procedure.